Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had high impedance, 612 short v-v intervals and 2 non-sustained ventricular tachycardia episodes due to noise. It was further reported that the patient alert sounded due to high impedance and detection was programmed off. The patient is to be evaluated in the coming weeks and the patient is contemplating if they want to have any further procedures. The lead remains implanted. No patient complications have been reported as a result of this event.